Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) revealed a slight deformation to the pump outflow washer; however, further analysis by abbott manufacturing confirmed that the washer was seated enough on all sides so as not to protrude into the blood flow path. The center reported that the o-ring (outflow washer) was not seated properly, out-of-box. Abbott r&d engineering was contacted and the pump was exchanged. It was later reported that the patient was stable. (B)(6) was returned assembled, in like-new condition, with the pump cable intact. The sealed outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. The cuff lock was returned disengaged. The interior textured surface of the inflow cannula was clean and dry, with no evidence depositions or thrombus formations. Examination of the pump outflow revealed a slight deformation to the outflow washer. Given the returned condition of the pump (like-new) and reported event that this pump outflow washer issue was noted out-of-box,(B)(6) was not disassembled. The pump was sent for sterilization since it entered the ppe (product performance engineering) biohazard lab, then shipped to abbott manufacturing for further analysis. Sanitized pump (B)(6) was visually inspected by manufacturing engineering (me). The outflow washer did appear to be slightly off, but me confirmed it is seated enough on all sides so as not protrude into the blood flow path. To support this visual finding, me ran hq and lvad final functional testing and both tests passed. Additionally, me did not observe any leaks during testing on the wet loops. The device history records (DHR) associated with (B)(6) were reviewed for any documented non-conformance. No anomalies were found and pump (B)(6) passed the steps for the visual inspection of outflow washer, pump cover leak test, and verification that ptfe washer was installed and properly seated. No gaps were identified in inspection/testing procedures that would allow deformed or damaged outflow washers to go undetected during production/inspection/testing. DHR review revealed all inspections associated with the part to have been completed and passed. Additionally, the current complaint was found to be an isolated occurrence per the complaint data review performed as part of scoping/bracketing. No corrective actions are recommended. A specific cause for the slight deformation could not be conclusively determined through this evaluation; however, it appeared to be a cosmetic issue only based on the testing performed by manufacturing engineering. The relevant sections of the device history records for(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Per the manufacturing analysis (ma) performed showed that (B)(6) passed visual inspection of outflow washer, pump cover leak test , and verification that ptfe washer was installed and properly seated. No anomalies were observed. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 ¿unpacking the pump and accessories tray¿ step 7, the customer is instructed to ¿inspect the quality of the white washer in the outlet¿. Per section 5 ¿preparing, operating and priming the pump¿ step 3, the customer is instructed to ¿verify the presence of a white washer and complete one of the following steps: ¿if the white washer is present and undamaged, go to step 4. If the white washer is missing or damaged, obtain another pump before continuing with the following steps.¿ no further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05566. It was reported that during the pump preparation and prior to submerging the pump into the priming solution, the perfusionist stated the o-ring was not properly seated in the pump. It was attempted to push the o-ring back into position without success. A new pump was opened and the o-ring was confirmed to be seated properly and pump prep continued as normal. Additionally, at the end of the heartmate 3 (hm3) implant, prior to leaving the operating room, the back of the system controller was removed to insert the backup battery. A screw came out and did not remain in the back panel of the system controller as expected. Due to this, the system controller was changed to their backup, which already had the backup battery installed, without issue.